Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The sample had been run twice, resulting negative both times. The discordant result was reported to the physician(s), who informed the patient that she was not pregnant. The patient was then tested using an at-home pregnancy test, which resulted positive. The patient returned to the facility one week later and a new sample was obtained. The new sample was tested on the same instrument and resulted positive. The patient's sample from the previous week was then repeated on the same instrument and resulted positive. Both samples were rerun on the same instrument and the same positive results were obtained upon repeat. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. The sample resulted as expected upon repeat testing on the same instrument and a new sample resulted as expected when tested on the same instrument. The cause of the discordant, false negative hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.